Manufacturer narrative:
The reported condition of fail code 703 was confirmed. Typically, this failure is associated with the user interface module communication with the pump head module.

Event description:
A fail code 703. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of patient injury or medical intervention.